Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the splenectomy procedure, the surgeon used the needle holder to sew the needle. The instrument nurse discovered that there was no needle on the needle holder in time. The needle was found about 15 cm from the incision. Compared with the original sewing needle, it was found that the needle tip was missing 2-3mm. The surgeon recalled that the needle made the incision with the needle's tip at that time, so it was decided to close the abdomen first and then contact to make the film. At the end of the operation, the surgeons searched for the surgical dressing while contacting the radiology department, and finally found it dressing around the surgical incision. Surgical time was extended by less than 30 minutes. There was no patient injury.